Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 4. The hp stated she was still connected and one of the supply bags fell and disconnected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and assisted the hp to clear the alarm. The hp confirmed she would finish therapy with a manual bag. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3 of 4 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The patient stated she was still connected and one of the supply bags fell and disconnected. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator discovered a leak underneath the coulter lh 780 hematology analyzer. The leak was isolated to the corresponding tubing, which carries the vacuum for the probe and needle drain, as well as the lyse restrictor tubing. Lyse reagent and blood products are carried through this tubing. There was no exposure to skin, eyes, open lesions or mucous membranes. No medical treatment was sought by the operator.